Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited blocked nozzle with unknown foreign object. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of blocked nozzle is traced to component failure. However, the most probable cause of deposition of foreign object in nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.